Event description:
It was reported that during a laparoscopic gastrectomy procedure, an air leak occurred with a "boo" sound when instruments were removed through the devices during use. The air leak stopped when instruments were inserted through the devices. Since the air did not leak too much, the devices were used as-is to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of device (b) found that it was received with the pockets of the housing cap broken. A potential cause of this condition is the repeated use of (B)(4) as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. No functional test could be performed due to the condition of the returned device. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # g9k56w mfg date 5/20/2010 exp date 4/20/2015, (B)(4) sleeve assembly.